Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2017 with the following findings: the pump's black box showed evidence of one unexplained pump reboot event on (B)(6) 2017. The pump powered on with the returned battery cap. Moisture was observed on the battery cap. There was no evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no power issues observed. There was no additional evidence of moisture inside the pump.